Event description:
It was reported that patient had her device removed and replaced. Reason for revision was not provided. Attempts to obtain reason for revision have been unsuccessful.

Manufacturer narrative:
Cuff catalog, balloon catalog # 72401982, lot 417599002, exp 05/04/2010, pump catalog, #72402287, lot 580744001, exp. 01/23/2014. Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.